Manufacturer narrative:
The review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent emergency endovascular treatment for a ruptured abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2018, follow-up computed tomography imaging identified a type 1a endoleak resulting from the patient¿s aortic neck length with 10 mm only and therefore considered outside of the instructions for use. On (B)(6) 2018, a re-intervention was performed and it was unsuccessfully attempted to repair the endoleak by using aptus® staples. The situation was subsequently solved by injecting thrombin into the aneurysm sac. The patient tolerated the procedure.